Event description:
(B)(4). I have had migraines and 6 months afterwards still continue to this day. I have had sharp stabbing pain since three months after it still continue to this day. Have had mind fog and six months afterwards. Muscle spasms, muscle aches, joint aches and every other kind of body pain for the last year.